Event description:
It was reported that the during a conversation with the surgeon, he stated he had performed a small resection and small bowel anastomosis and used the device with an blue reload. The procedure had went well. Then (B)(6) post operatively, the patient presented signs of a post op leak. The surgeon opened the patient and found there was a leak in the area of the posterior staple line. The surgeon explained to rep that he had over sewn the anterior staple line including the area of the ileostomy was created. He did not over sew the posterior side. The patient is stable at this time. Additional information has been requested.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.